Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone for high blood glucose. Customer¿s blood glucose was 505 mg/dl. Customer declined troubleshoot for high blood glucose. Customer reported that she thinks it¿s the infusion set she is using and thinks she has a bad lot. Customer also stated she has been off the pump trying to control her blood glucose. The insulin pump will not be returned for analysis.